Event description:
It was reported that the patient presented to the hospital. Upon device interrogation, the device went into backup mode. There were no patient consequences. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Reported event of device in back-up mode was confirmed. The device was unable to be interrogated upon receipt due to electrocautery. Analysis of the device image indicated that device went into back-up mode during implant period due to non maskable interrupt (nmi). Device could not be restored from back-up mode due to battery voltage being at end of life (eol). Longevity assessment was performed, indicating normal battery depletion. Further analysis showed normal device characteristics without any anomalies.

Event description:
New information received indicates that the pacemaker was explanted and replaced. There were no patient consequences.